Event description:
It was reported that, during patient use, the ventilator's compressor became inoperable. The patient was removed from the ventilator and placed on a second ventilator. There was no harm to the patient as a result of the event. The service engineer evaluated the ventilator and confirmed the customer reported condition. To resolve the condition, the compressor muffler was replaced. The ventilator passed self-testing.